Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a low glucose alert and did not respond for approximately one hour, after which glucose was 53 mg/dl; the user then ingested sugared coffee and later toast without clear carbohydrate quantification while using the ilet pump, and difficulty estimating carbohydrates and responding promptly to alerts was described, with the issue related to use rather than a specific device component. Symptoms included malaise associated with hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified and an improper or incorrect method noted, and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was a failure to follow instructions and an unintended use error that contributed to the event.